Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft hole occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). An unknown stent was successfully deployed at the target lesion. For post dilation a 12mm x 2.50mm nc quantum apex otw balloon catheter was advanced to the target lesion and inflated two times to unknown atms. During the third inflation at 25atms blood was noted in the inflation device. Under fluoroscopy, the nc quantum apex balloon appeared to still be inflated. A 25cc syringe was attached and negative pressure was applied to deflate the balloon. The nc quantum apex balloon was deflated and the device was removed intact. When the nc quantum apex otw balloon catheter was removed outside the body, an attempt to inflate the device appeared to reveal a hole in the catheter just proximal to the balloon. The procedure was completed with this device. No further actions were performed and the patient's status is listed as ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft hole occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). An unknown stent was successfully deployed at the target lesion. For post dilation a 12 mm x 2.50 mm nc quantum apex otw balloon catheter was advanced to the target lesion and inflated two times to unknown atms. During the third inflation at 25 atms blood was noted in the inflation device. Under fluoroscopy, the nc quantum apex balloon appeared to still be inflated. A 25 cc syringe was attached and negative pressure was applied to deflate the balloon. The nc quantum apex balloon was deflated and the device was removed intact. When the nc quantum apex¿ otw balloon catheter was removed outside the body, an attempt to inflate the device appeared to reveal a hole in the catheter just proximal to the balloon. The procedure was completed with this device. No further actions were performed and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the balloon was deflated, as-received. There was blood in the balloon and inflation lumen. Magnified inspection revealed a tear 17mm from the proximal balloon bond. The length of the tear was 11mm. There was no evidence of any proximal bond anomalies or distal outer neckdown. The outer diameter met device specification. The shaft tear may be consistent with rupture/burst of the shaft wall due to inflation above rated burst pressure. The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon. The tear in the outer shaft prevented balloon inflation. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the dfu states "do not exceed the rated balloon burst pressure." (B)(4).